Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that one month following bilateral lasik, the patient was diagnosed with dry eyes. The patient reported that both eyes are dry primarily in the morning, and artificial tears did not improve the symptoms. The patient is being treated with eye medication and will be closely monitored. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.